Manufacturer narrative:
Additional information the device was manufactured from october 3, 2019 - october 4, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range . The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused during a patient infusion. The reporter stated that the expected therapy time was 24 hours; however, the device took 30 hours to complete and upon completion, there was a small amount of solution remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.